Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that customer's insulin pump received motor error alarm. Customer's blood glucose level was 173 mg/d/. Customer reported that drive support cap was normal. Customer stated that they were put in the hospital due to the motor error on the insulin pump. Customer reported that the insulin pump had not exposed to high magnetic field customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with normal operating currents and passed the self test, rewind, basic occlusion test, prime/a33 test and displacement test. Device received with stuck motor error alarm loop during bolus delivery. Unable to perform the a21 error test, occlusion test, excessive no delivery test, and the delivery accuracy test due to motor error alarm. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing.